Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer reported bent transmitter on the insulin pump. Customer's blood glucose reading was 336 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test, due to charge anomaly.